Event description:
The instrument was used during a laparoscopic hernia repair. It was reported the stapler had only 3 staples in it and those three staples jammed up. Another ems was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: instrument was received with no staples in the cartridge nose and was fired, but no staples would feed into the nose. The instrument's cartridge was disassembled and the staples were observed to be twisted in the cartridge staple track. Visual inspections & results: head rotates, staples in the track, and trigger engaged with precock; yes. Nose shroud cracked/broken, and staples in nose; no. Functional tests & results: cycled instrument; yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported instrument "had ony 3 staples in it" during surgery may have been due to twisted staples in the track which caused the instrument to jam. The instrument was received with no staple in the nose. The instrument was fired, but no staple would feed. The instrument was disassembled and the staples were observed to be twisted in the staple track. The ejector legs were also observed to be bent. No conclusion could be reached as to how the staples had become twisted or as to how the ejector leg had become bent. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's staples may become twisted within the cartridge track and/or the cartridge nose if the instrument sustains a blunt trauma.